Event description:
While in operating room the doctor preforming the surgery noticed that the carbide tip insert had came off of a laparoscopic needle holder. Because of a previous incident with a similar instrument on another patient the surgeon checked it prior to use and discovered one of the carbide tip insert was missing. Pulled from service.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: holder, needle, gastroenterologic.

Event description:
While in operating room the doctor preforming the surgery noticed that the carbide tip insert had came off of a laparoscopic needle holder. Because of a previous incident with a similar instrument on another patient the surgeon checked it prior to use and discovered one of the carbide tip insert was missing. Pulled from service.